Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger/modem was not responding. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation the battery charger/modem was resetting. The cause from the resets were isolated to corrupt programming of the flash memory on the pca board. After reprogramming the pca board, the battery charger/modem was fully functional. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the corrupt programming. The patient received a replacement battery charger/modem.